Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call pump error 37 and pump error 41 on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer advised received the pump error 37 alarm during basal delivery and the insulin pump failed the self test. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime or seating, basic occlusion, occlusion, force sensor, displacement and motor test. No unexpected pump error 37 or 41 alarm noted during testing. The device was received with corroded battery tube.